Event description:
Four corner wrist implant was explanted in 2001, 9 months after original implant surgery date. During explant 2 (two) of the 8 (eight) anchoring bone screws were found broken. No parts were returned to manufacturer for evaluation.